Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information became available. Data was provided for investigation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.